Manufacturer narrative:
Investigation results: other - retainers were ordered off of setup and staging 3. If they are too tight or do not fit it may be because pt did not complete treatment. It may be best to send in a stand-alone retainer order. Dl protocol was followed. DHR: we reviewed the DHR for this so-sr05505023 / patient ID# (B)(6) / site ID# (B)(4), qty. 2 items assy-500015 (retainers) were packaged by the first second by bag-and-box operation on (B)(6) 2025, in manufacturing cell 7, equipment bag-16. The sales order was inspected and met the acceptance criteria provided by qa. Failure mode - cutting. Root cause - no defect. Conclusion code - no failure found.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that patient using suresmile retainer, the retainer were too tight and cut the patient's front palate.